Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the distal from the middle of the balloon. The device was removed without any problem, and a pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.